Event description:
It was reported that during implant of the right ventricular lead, a stylet could not be removed from the lead. The lead was removed and replaced. Upon removal, an insulation anomaly was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.